Event description:
Pt recently returned from overseas where they had gynecare intergel during adhesiolysis. The pt stated that there was the following complication from surgery. When the pt get home they collapsed, they could not lift their head off the bed for weeks and suffered with abdominal cramping that was unbearable. They explained that it felt as though their intestines were burning and all their organs pushed against their back and hips causing extreme pain. Pt remembered that same thing last year after returning home" so they stuck it out until the swelling went down in about 4 weeks. The pt is now at 6 and a half weeks post op and just returned home from a 4 day stay at a local hospital for which they were hospitalized with severe bowel impaction and the doctors also found that they had a blood disorder. All blood counts across the board were low, especially the eosinophils and wbc's. Additional info, 7/2001 e-mail from pt, noted that pt was on 60 mgs of methadone at the time of pt sugery. Pt began to withdraw off the medicine as soon as pt got home. That is when the cramping and fatigue started. Pt had experienced the cramping last year when pt had the intergel for the first time and pt knew it would go away in 3 to 4 weeks which it did. It was almost as though pt insides were on fire and pt was happy to have the methadone. Because of the fatigue, pt could barely get off the couch which led to weight loss and severe impaction. Shortly following the pt's 2000, surgery, pt "developed extreme pain, swelling, and other serious injuries." The pt "suffered and continues to suffer severe injuries."